Event description:
Caller reported an error with their continuous glucose monitor labeled as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after completing the reset, the error code did not reappear. The caller successfully started their sensor session without further issues.